Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-25061. It was reported the patient is not receiving stimulation due to invalid impedances values on the lead. Reprogramming did not provide resolution. The patient will consult with physician to determine the next course of action.